Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 527 mg/dl. Reportedly, the customer did not complete the loading sequence within the allotted time frame. Customer address their bg with a bolus via pump. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.